Manufacturer narrative:
On september 8, 2021, the event was confirmed to have been caused by an infusion set issue and the pump was discovered to have been working as intended. This event was inadvertently filed. This event is not reportable as the tandem pump was not the cause of event. D10 . H6 (removed code 2182; added code 2993). H6 (removed code 2182; added code 2993).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 361 mg/dl). Customer alleged pump did not deliver the full bolus. No alert was received. Customer changed the cartridge and infusion set; however, the issue continued. Although requested, additional information was not provided. Customer continued to use pump for insulin therapy.